Event description:
During an incident in 02 involving a male pt who had collapsed and was very diaphoretic, this defibrillator, being used with defib electrodes, analyzed once and then began to prompt "check electrodes". The unit was powered back on and again prompt "check electrodes". Sometimes it displayed "monitoring electrodes" and sometimes "defib electrodes". The crew wiped the chest off and changed the pads but continued to get the same prompts. An afr2 had been used previously by the police department and it also had problems getting a good connection. The patient was transported to one hospital and then another hospital where he passed away.